Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Per carefusion third party service, the service technician performed a full checkout and calibration of model lap top ventilator 1150. During testing, the unit was noted to be warm but at no time did the unit reach a temperature greater than specifications of 50 degrees celsius. The ventilator passed all testing and met all specifications.

Event description:
The customer reported model lap top ventilator 1150 was hot to the touch while connected to a patient. The ventilator did not alarm for any condition and continued to function properly. There are no allegations of patient injury or harm associated with reported malfunction.